Event description:
On 10/1/05 the lay user/patient contacted lifescan (lfs) alleging that his surestep enhanced meter had missing segments. The medical affairs specialist spoke with the user on october 11, 2005 to obtain/verify information. Two months ago, the user obtained a 456 m/dl in the morning, while experiencing no symptoms of high or low blood glucose levels. He exercised following the use of the meter. One and a half hours later, he drove to the va office. During the drive, he took a glyburide tablet in response to the 456 mg/dl result. When he arrived at the va office, a 156 mg/dl result was obtained on a surestep meter. No treatment was received. Patient takes a glyburide tablet in the morning and another lunch. On the day of concern, he had taken his morning tablet and was advised to not take his lunch dose since he had taken on the way to the va office. No further information was provided. There was no information to suggest that the lay user/patient experienced injury or medical intervention due to the product. He obtained an elevated blood glucose result, was not experiencing any symptoms, exercised, took his second dose of oral medication, was tested as having a relatively normal blood glucose result, and no treatment was received. This complaint is being reported for missing segments. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.